Manufacturer narrative:
To date depuy mitek has not received the complaint device for evaluation. Information was received regarding the product code and lot number. A check of the manufacturing finished goods records for the reported batch number revealed no anomalies relating to the reported incident. There were (B)(4) devices released for distribution in (B)(4) 2010 with an expiration date of 10/2012. No further action or corrective action is warranted at this time.

Manufacturer narrative:
To date, the devices are not being returned to depuy mitek for evaluation and root cause analysis. Batch numbers have not been provided therefore a review of the manufacturing records cannot be performed to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. No corrective or preventative action is required at this time. (B)(4)

Event description:
A depuy mitek employee is reporting that while visiting a surgeon in (B)(6), the surgeon reported a patient returned to him complaining of pain and persistent weakness in the shoulder an MRI confirmed a "re-tear"; at the inferior anchor placement. The pieces of a what appears to be four (4) spiralok anchor heads were removed from a patients shoulder on (B)(6) 2011. The original surgery was performed on (B)(6) 2011.

Manufacturer narrative:
The four devices were visually inspected by naked eye and with the aid of microscope. Three of the pieces looked relatively the same size, almost square. Two of the pieces have suture attached to them. The fourth piece is smaller, is more jagged with white marks around the edges. In evaluating the pieces a root cause could not be determined at this time. One hypothesis is that during the initial anchor insertion, the anchor could have been inserted off axis or inserted into too hard or dense bone. Also, tension greater than nominal force could have been applied to the suture lengths, which could have caused an overload on the anchor. Any one of these improper techniques could have created a fracture or weakened the anchor during initial insertion, leading to the failure of the device over time. No further or correction is warranted at this time.